Event description:
It was reported by the affiliate in brazil that during an a shoulder repair procedure on (B)(6) 2023, the vapr premiere 90 electrode -ea device radiofrequency electrode tip materials were defective during the procedure, they did not work responding to equipment commands. During an in-house engineering evaluation, it was determined that the device shows rests of foreign matter, presumably biological matter, inside the suction tube and the tip. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date is unknown. UDI: (B)(4). Investigation summary: visual inspection of the first device revealed that the device showed rests of foreign matter, presumably biological matter, inside the suction tube and the tip. The device does not show structural anomalies. To test its functionality the device was connected to a test generator, also a test foot switch was used. Ablation function was activated and the activation was inconsistent. Coagulation function did not show anomalies when activated. The device will be send to the supplier for evaluation of the suction tube and for further investigation. This condition has been reviewed again with the supplier, and it was concluded the reported intermittent ¿ablation flash¿ is normal for any rf ablation device and there is no justification for retesting this device as it was found to meet the manufacturers specification. An intermittent ablation flash is considered the normal and expected operation of the electrode where it is in and out of full plasma based on the conditions the device is being operated in e.g. Temperature of the saline, prolonged/continuous activation, generator energy levels. The vapr premiere 90 electrode -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection and functional test of the device were performed, as a result; the device was returned in the original packaging, the tip appears to be in used condition. The handle, shaft, cable and plug were in a normal shape. Procedural debris visible in suction tube. The electrical and functional test were passed successfully. Photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual analysis of the photos revealed the product label and package box which contains the product code and the serial number were visible, these numbers were verified, and they are correct. In one of the photos one electrode is visible however it is not possible to see the whole device to evaluate its condition. A DHR review has been performed and no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no containment action related to the individual complaint is required. The complaint could not be substantiated , both electrodes show signs of use with no defects or anomalies being observed, testing at atl UK shows both returned devices were immediately recognized and found to pass both electrical and functional testing with no error codes being displayed, and no other issues detected. Activation was found to be consistent. Both returned complaint devices were found to meet the manufacturers specifications; therefore, no further investigation is possible regarding the returned complaint device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.